Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she has experienced hyperglycemia in the 500-600 mg/dl range for 1 week, and she believes the insulin delivery of the infusion device is inaccurate. Her normal blood glucose is 130-180 mg/dl, and she has been able to bolus to decrease her blood glucose. She has changed the accessories and insulin but has been unable to resolve the concern. She switched to her backup infusion device on (B)(6) 2014. Follow-up was completed on (B)(6) 2014, and she reported her blood glucose returned to her normal range on the backup infusion device. No adverse event was reported. The alleged products were requested for evaluation.